Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. During procedure, it was found that the pacemaker exhibited premature battery depletion. The pm was not implanted and an alternate near at hand was implanted instead. Patient condition was stable.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed.the device was above elective replacement indicator (eri) level upon receipt, reaching eri during the analysis. The device triggered a false end of service (eos) alert consistent with low voltage oscillation. Review of the device image indicates auto capture was enabled. When automatic settings are programmed, such as auto capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical and mechanical analysis performed indicated normal functionality. Further battery assessment at various pulse amplitude measured normal current level, and no indication of premature depletion detected. Longevity assessment was performed, and the device exceeded seventy-five percent of projected longevity indicating normal battery depletion.a device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.